Event description:
Dr. Put in a wing of the hospital - the psych ward- that also housed other teens, and sadly, we all had est, electro shock treatments. Now referred to as ect. Electroconvulsive therapy. I never consented and was never asked. I was stripped bare of all dignity, stripped of my rights. I had no escape. It was devastating. It was a locked wing. It was involuntary. I had no say. It was not right. They would come and give me a shot that dried up my saliva, and then fithe cartfl would come in. The team would position themselves on each side of the bed, and give me a shot to put me out. I was always afraid that I wouldn't be totally under when they shocked me, since I could see them moving around me after the injection. The smells and sounds surrounding me would assault my senses. I could feel by body tingling, becoming paralyzed and it getting harder to breathe. They would then tie me down, so I would not convulse as much, put a tube down my throat to breathe for me, and then would send electro shock current through both temples into the brain. They made you get up; get dressed and go out in to the common room where other tortured souls and I would sit like zombies. We knew who had been shocked that day since the sides of our temples were red, and we would be listless. The glazed look in our eyes was haunting. The treatment did nothing for me but make me forget friend's names, events and lose parts of my childhood memories. The root of the problem remained; I still had those highly abusive alcoholic parents! I was hospitalized for over a month, having those shock treatments. I tried to go to college, but after those ects I had trouble studying and processing information. I had to have disabled students services help me. It wasn't until later in my life, that I realized all these problems I was having were directly caused by ect. I recently found I was not alone as I began to read others real life accounts of what had happened to them. Journal articles started showing up giving validation to my after effects of ect. I have been dealing with these problems in my life since that time and have learned to get by, but there are everyday occurrences that are now difficult for me. Because of them, I am reminded daily of that truly tragic and horrific time. I get terrible headaches. I have short term and long-term memory loss. I can have a seizure around flashing or flickering lights and vibrations. Imagine driving across a bridge with the sunlight at a certain angle that makes the light flicker on your windshield. Imagine eating at a restaurant that has ceiling fans that make light flashes on the tabletops or walls. Loud bass vibrations can also trigger seizures. Imagine a loud bass boom box, or the car next to you with an intense pounding bass that you can't get away from. These normal things are not normal for me, they are life threatening. These things will give me seizures if I do not run from them right away. These are things I need to think of and steer clear of as well. I have learned to cope, although I shouldn't have to in the first place. I have trouble with forms, word placement, remembering things and have dyslexia, all since the ect at 17. I did not have any of these problems before the shock treatments. Dr assured my parents that the shocks would only lessen the bad memories I had, to make teenager problems disappear. They lied, he lied. All my childhood nightmares remained with me. What disappeared were the names of my best friends. What disappeared were parts of my childhood I wanted to remember. The rare times of laughter and fun, the times of going up visit cousins. Those memories disappeared. I only have a handful of photos to try to piece together my past. I now have documented learning disabilities after having gone through extensive testing. I am ashamed about the past, and it is hard to talk about, but now feel that I can a bit. Friends sometime joke about my terrible memory, or about saying the totally wrong word or backwards sentences. I just have to laugh back, not wanting them to know this has been an ongoing challenge of mine or a very long time. Sadly, I was a victim and have to live with these challenges and compensate every single day of my life. The residual effects of the ect never go away. I sit quietly at times and wonder about those other teens in the ward with me. I see their faces. I know their first names. I have felt their sorrow. How are their lives now? How did they fare? Yes, I was a victim of something unthinkable. I suffered a brain injury that caused permanent brain damage from a heinous act that should have never been allowed.